Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient received a turbo-ject® double lumen minocycline/rifampin bedside power-injectable PICC on an unspecified date for an unspecified indication. The device was explanted at the end of is clinical useful need. The customer reports that the catheter was noted to be split in half upon removal from the patient. There are no reported adverse patient consequences related to this event.

Manufacturer narrative:
Investigation - evaluation: a review of the drawings, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. The turbo-ject double lumen minocycline/rifampin bedside power-injectable PICC device was returned in used condition. The catheter winged hub was wrapped in gauze/ adhesive. The shaft of the catheter was split with a longitudinal tear, likely due the catheter shaft being twisted. The split measured 12 centimeters (cm) from the distal tip and was 1 cm long. The od of the shaft (bump tube) above the taper at the distal tip were both within manufacturing specifications. Visual examination of the image provided appears to show bio-matter at the start of the tear. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. The catheter shaft undergoes incoming and final inspection to ensure that the catheter shaft is clean and smooth and undergoes a leak test in final quality control. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Per the IFU, "the cook spectrum turbo- ject PICC is indicated for multiple injections of contrast media through a power injector. The maximum pressure limit setting for power injectors used with spectrum turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate of 2 milliliters (ml) per second." The average static burst pressure (failure point of the catheter when totally occluded) in 37° celsius water is 230 psi.the IFU warns that the power injector machine pressure limiting feature may not prevent over-pressurization of an occluded catheter. It is not clear if the device met some external twisting force while being removed from the patient, or if the bio-matter suggests that the catheter became fully or partially occluded during use and the catheter ruptured due to reaching the static burst pressure failure point. Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined; however it is likely that the catheter split was caused by excessive pressure/ force during use. Per the risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.